Manufacturer narrative:
Information contained in this report was previously submitted through psr on 26/jul/2011 and 23/jul/2012. A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and lump/nodules are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV, lump/nodules and rupture. These are known potential adverse events addressed in the product labeling.

Event description:
Patient reports left side unusual pain, tingling, swelling, numbness, or burning of the breast which was "first experienced more than 2 months after mammogram," additional patient reported event of "the following symptoms other than from an injury or from overexertion?: a lump or thickening in or near the breast or in the underarm area¿ no treatment or surgical intervention, the device remains implanted. The device remains implanted.